Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (cts), however, customer declined to complete the check. Reportedly, the customer was not removing the air from the cartridge. Cts informed customer that not removing the air from the cartridge is off label per the tandem user guide. Customer changed the cartridge and resumed insulin therapy. Customer¿s blood glucose level was "high" on the continuous glucose monitor (cgm), with moderate ketones. Elevated blood glucose levels were addressed by correction bolus via the pump.